Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar collateral artery using packing coil lps and a non-penumbra microcatheter. During the procedure, after advancing a packing coil lp out of its introducer sheath and approximately a few centimeters into the microcatheter, the hospital technologist noticed the pusher assembly of the packing coil lp to be kinked. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.